Event description:
It was reported there was oversensing and noise on the egm, and high impedance was detected once. It was also noted that the physician did not believe it was a lead problem, but the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.